Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and minor usb port contamination was observed. The port functioned as intended. Built-in reader test was performed, however reader test was failed. The returned reader was de-cased and further investigated. Visual inspection has been performed on pcba (printed circuit board assembly) and liquid contamination was observed. An extended investigation was performed on the reader. Visual inspection has been performed on returned de-cased reader and liquid contamination was observed. The reader powered on with button press. Reader¿s event log was reviewed and multiple causes such as ble (bluetooth low energy) event, an unsupported encryption, activation decryption failure, or an internal error were observed. Upon further investigation, it was identified that it is not related to a decryption failure cybersecurity event. Therefore, the cybersecurity issue is not confirmed. However, liquid contamination was observed, therefore the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the use of abbott diabetes care (adc) device. The customer received an error-9 message on their meter display and was unable to obtain readings. As a result, the customer experienced hypoglycemia and was administered glucose dissolved in water and glucagon by a healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the use of abbott diabetes care (adc) device. The customer received an error-9 message on their meter display and was unable to obtain readings. As a result, the customer experienced hypoglycemia and was administered glucose dissolved in water and glucagon by a healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date based on the reporter's report of "two weeks ago". All pertinent information available to abbott diabetes care has been submitted.